Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: 19665375. Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing worsening pain, overstimulation when laying down, burning sensation and erectile dysfunction. The patient underwent spinal cord stimulation (scs) explant procedure.